Event description:
It was initially reported by the site that they were having problems with their handheld. It would not interrogate initially and if interrogation went through, then they would have problems with programming. This issue occurred with several different patients on the same day. Company representative talked to the site and indicated that the problem appears to be a screen freezing. He informed the site to remove the flashcard and re-insert it. After doing that, the problem was resolved; however, there was no pt at the office to interrogate. Good faith attempts to obtain add'l info have been unsuccessful till date.